Event description:
Blade broke off.

Manufacturer narrative:
Customer reported the blade breaking off while being used on an ankle case. No additional information was able to be obtained regarding the incident. A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.